Event description:
It has been reported to philips that some movements of system was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned non-emergency neurovascular treatment. The procedure was completed as planned, as the failure did not prevent the use of the equipment. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse found that longitudinal movement was not possible. A review of the system log files showed geometry errors and position slips of longitudinal movement. Fse found the cause of the reported issue to be motor overcurrent and geometry hardware. Fse cleaned the rail, adjusted the bearing, and calibrated the motor current. After the repair action, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Additionally, if stand-longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.